Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance. The shock impedance reached a high out of range value. Several tests have been performed, and no noise was seen. The device was reprogrammed. No adverse patient effects were reported.